Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria based on the information obtained, there is no evidence to support that the system contributed to the event and the root cause can be attributed to surgical technique. The manufacturer internal reference number is: (B)(4)..

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a posterior capsule rent during laser assisted cataract surgery. The patient had a small pupil and the surgeon elected to shrink the fragmentation. During laser treatment the pupil shrank and the laser fired on the pupil edge. The surgeon noted an incomplete area on the capsule and completed the capsulorhexis manually. Once the lens was divided the surgeon removed the first quadrant and noted a rent in the capsule that was in alignment with his sculpt pattern. After the lens was loaded incorrectly then surgeon had to remove it after which vitreous was noted. A vitrectomy was performed and a lens was placed in the sulcus. The eye was closed with a suture. Additional information was requested.